Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the spikes broke off of 2 bd alaris¿ pump module smartsite¿ infusion sets while spiking premixed bags of norepinephrine. The following information was provided by the initial reporter: "my co-worker was spiking a premixed bag of norepinephrine to start for a patient and the tip of the spike broke off in the bag." "Overnight another one of my coworkers had the same thing happen. She was spiking a premixed bag of norepinephrine and the tip broke off in the bag."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21106330 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage - no leak with lot #21106330 regarding item #2426-0007.

Event description:
It was reported that the spikes broke off of 2 bd alaris¿ pump module smartsite¿ infusion sets while spiking premixed bags of norepinephrine. The following information was provided by the initial reporter: "my co-worker was spiking a premixed bag of norepinephrine to start for a patient and the tip of the spike broke off in the bag." "Overnight another one of my coworkers had the same thing happen. She was spiking a premixed bag of norepinephrine and the tip broke off in the bag."